Event description:
A malfunction was reported on the pump by the caller, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The malfunction code was resettable, and the customer was assisted by technical support in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the malfunction reappears.